Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Conclusion]: the adverse event was reported from a conference. It was reported that a 5mm x 33mm embotrap ii revascularization device (et009533 / unknown lot number) was used for a mechanical thrombectomy procedure targeting a left middle cerebral artery (mca) occlusion. After the procedure, the patient developed a symptomatic intracerebral hemorrhage (sich). It was reported that the stent retriever may have caused the sich. Complete perfusion thrombolysis in cerebral infarction (tici) score of 3 was achieved during the procedure with the use of the embotrap ii device in one pass. The device is not available to be returned for evaluation. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Hemorrhage secondary to vessel trauma or injury is a well-known extensively documented potential complication associated with the embotrap ii revascularization device and is listed in the instructions for use (IFU) as such. With the information provided, it is not possible to draw a clinical conclusion between the device and the reported sich. However, there are clinical and procedural factors such as vessel characteristics, clot burden, device selection, device interaction, and mechanical manipulation of devices within the artery that may have contributed. There is no indication that the device malfunctioned or that it is related to the device design or manufacturing process. Since the relationship of the device to the reported sich cannot be clearly established, the event meets MDR reporting criteria with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The adverse event was reported from a conference. It was reported that a 5mm x 33mm embotrap ii revascularization device (et009533 / unknown lot number) was used for a mechanical thrombectomy procedure targeting a left middle cerebral artery (mca) occlusion. After the procedure, the patient developed a symptomatic intracerebral hemorrhage (sich). It was reported that the stent retriever may have caused the sich. Complete perfusion thrombolysis in cerebral infarction (tici) score of 3 was achieved during the procedure with the use of the embotrap ii device in one pass. The device is not available to be returned for evaluation.

Manufacturer narrative:
Manufacturer¿s ref. No: pc- (B)(4). The purpose of this MDR submission is to include, the initial reporter information received on (B)(6) 2021. The physician¿s name is dr. (B)(6). E.1: the initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.